Event description:
In a review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. Japanese journal of radiology. Of 124 pts (104 men, 20 women; mean age of pts with excluder is 77 years; age range 58-93 years) with aaa who underwent evar with the zenith (68 pts) or excluder (56) and were analyzed, 86 were IFU and 38 non-IFU. This article mentions that 1 pt had intraoperative coverage of a renal artery.